Event description:
Report of need for revision surgery to swap poly inserts. The reason provided is infection of unknown cause.

Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery as the patient has an infected knee and poly inserts will be replaced. The original surgery date was (B)(6) 2024. The new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the eo method. This sn was sterilized on eo load (B)(6). A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device.